Manufacturer narrative:
At the completion of the investigation, the clinical evaluation was able to confirm the reported event. There were limited patient medical records and limited patient images available for review. A manufacturing or design issue has not been identified or suspected based on the evaluation of the reported event. The root cause of the reported event is unknown, there is not enough information to determine the root cause of the reported event. Limited patient records were available and the device was not returned for evaluation. Potential contributing factors to the reported event include; anticoagulation therapy, antiplatelet therapy, and patient anatomy.

Event description:
On (B)(6) 2016 the physician elected to implant two limb extensions to seal the endoleak. The patient status is unknown.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated device and two suprarenal aortic extensions on (B)(6) 2014. Upon follow up, computed tomography (CT) showed sac growth and a potential type 1b endoleak. The patient has been scheduled for a subsequent endovascular procedure. The procedure has not been completed yet.

Manufacturer narrative:
Based on the additional information received, the following event was confirmed; endoleak type iiib of the main body in addition to an endoleak type ib. There is not enough information to determine the root cause of the reported event. Potential contributing factors include: anticoagulation - warfarin; antiplatelet - asa, patent ima and multiple lumbars. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.

Event description:
New information received supports a type 3b endoleak of the main body at the right lateral aspect at the level of the bifurcation. This finding is in addition to the type 1b endoleak.